Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number gd883967 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the nurse. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The outcome of the event and the action taken with dianeal therapy were not reported. The patient remained hospitalized. An opinion of causality was not reported.